Event description:
Event description cpi received information that the rate sense portion of this endotak dsp transvenous defibrillation lead was removed from service. The patient was experiencing inappropriate therapy. Upon examination of the lead a fracture was discovered, at the is-1 terminal pin. A new rate sensing lead was implanted.